Event description:
It was reported that during a cryoablation procedure, the patient's right diaphragm suddenly stopped. A double stop was performed and phrenic nerve pacing was performed in various sites, however twitching of the diaphragm could not be observed. At the physician's discretion, touch-up was performed using radiofrequency (rf) and isolation was done. The case was completed using rf; the phrenic nerve injury (pni) likely persisted upon leaving the operating room. It was noted that no follow-up for the pni as the patient has a medical history of polio and scoliosis and it is difficult to take an x-ray. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the data files for the date of the reported event were returned and analyzed. The data files do not show any system notices or issues. The files confirm balloon catheter, 2af284 with lot number 41636, was used for twenty-six injections. The product was not returned for investigation. No product malfunction was reported; a known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.